Event description:
The customer reported that during a run a red cell contamination occurred in plasma bag. The collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: the run data file (rdf) was analyzed for this event. Review of the run data file did not show a conclusive root cause for the red blood cells found in the plasma bag. It is possible, though not conclusive, the red blood in the plasma bag may have been caused by: - entered donor hematocrit lower than the actual donor hematocrit - loading error of the tubing set, such as misloaded plasma pump header tubing - potential donor related failure, such as low rbc mcv - potential disposable set defect it is possible the interface gets out of control when the plasma and/or platelet line are pulling off too much fluid. The reported spillover in the plasma line remained undetected as the platelet line has the lrs chamber to hold the rbcs within. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. During follow-up with the customer it was reported that no hemolysis was observed. There was no contamination in platelets product. No further reporting will be provided as this does not represent a reportable event.

Event description:
The customer reported that during a run a red cell contamination occurred in plasma bag. The collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.